Manufacturer narrative:
(B)(4). The 3.5x38 mm rx xience prime stent is filed under a separate medwatch report number. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy and the stent delivery system was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, could not be determined; however, the reported treatments appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mid left anterior descending (lad) artery with no tortuosity, mild calcification and 90% stenosis and a de novo lesion in the mid right coronary artery with mild tortuosity, mild calcification and 90% stenosis. A 3.5x38 mm xience prime stent delivery system (sds) was advanced to the lad and the stent was deployed; however, a proximal edge dissection occurred. A 4.0x12 mm xience prime stent was implanted to treat the dissection. A 2.75x38 mm xience prime sds was advanced to the rca and the stent was deployed; however, a distal edge dissection occurred. A 2.25x12 mm xience prime stent was implanted to treat the dissection. The procedure was completed. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.